Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed t-waves on the electrode resulting in inappropriate shocks. Surgical intervention was performed and the electrode was repositioned. The conditional shocking zone was increased from 200 to 220 bpm. The device system remains implanted. No additional adverse patient effects were reported.